Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and the blood glucose was high. The customer¿s blood glucose level was 410 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported to have experienced a high blood glucose of 410 mg/dl and treated with insulin pump. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.